Event description:
It was reported that patient fell down in the cellar at home, was hospitalized and it was discovered a fracture of prosthesis during x-ray inspection.

Event description:
It was reported a revision surgery to correct a dislocation in the left knee due to a broken insert.